Event description:
Event description guidant received information that the electrogram strips of this implantable cardioverter defibrillator (ICD) displayed monomorphic and polymorphic ventricular tachycardia but the marker continued to display ventricular tachycardia (vt) and premature ventricular contractions (pvc). During induction the previous day, the lower rate limit had been set too high and external defibrillation was required to successfully convert. Following that episode, the lower rate cut off zone for vt was changed from 165 bpm to 150 bpm and sensitivity was changed from nominal to most. The following day after induction, the lower rate limit was decreased further to 135 bpm.